Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's husband reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was possibly over 400 mg/dl. The customer's other blood glucose was 250 mg/dl and 300 mg/dl. The customer ate ice cream. The customer stated that the insulin pump under delivering insulin, he checked insulin pump alarm history their was insulin flow block alarm present in history. The insulin pump will not be returned for analysis.